Event description:
The customer contacted the manufacturer to report that the clinical staff had identified that the issue was not due to the tego connector. The reporter further added that the issue could have been with a sheath covering their catheter tip.

Manufacturer narrative:
Additional information added to event.

Event description:
The product involved is a tego connector. The reporter stated that air was noticed in the arterial blood line just below the tego. The tego was changed, and the air in the line became worse. The tego caps were discarded. The customer recirculated the patient's blood. The blood was not returned to the patient as air was visible in the line. Therefore, the patient lost the blood that was in the system. A complete blood count will be added to the plan of care to be drawn during the next visit. There was patient involvement; however no harm was reported. This report is the first of two events.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation as it has been discarded.